Event description:
Reporter reports back to back testing on meter to lab while using the advantage system with results of 459mg/dl on the meter and 96mg/dl at the lab. Reporter reports pt was treated based on the meter reading with 14 units of insulin. Reporter reports customer was retested 2 hours with a different meter and the lab. Reporter reports pt was treated with d50 based on the lab reading of 50mg/dl. Reporter reports pt was fine and had no adverse reaction due to treatment. Reporter reports controls are run daily and were within range; no results were provided. A request was made for return of the suspect product and a replacement was sent.